Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the rotating hemostasis valve (rhv) broke when turning the back to get the sep12 in. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.